Manufacturer narrative:
Upon further evaluation, service found the bending angulation was lacking due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. The forceps could not be inserted due to deformation of the instrument channel. The adhesive on the objective lens was peeling. The adhesive on the light guide lens was peeling. The cover at the distal end was cracked and had a burn. The rubber adhesive had chipping, cloudiness, and cracks. The insertion tube had buckling, and discoloration. The universal cord had wrinkling. The paint was peeling on the air/water supply cylinder. Scratches were observed on the insertion tube, universal cord, and objective lens. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there were air/water flow issues from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the air/water flow issues, and found the air/water nozzle was clogged with foreign material. This report is being submitted for the foreign material found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material that was present was unable to be identified. Reprocessing was carried out with an oly washing machine. Olympus will continue to monitor field performance for this device.